Event description:
It was reported that shortly after the implant of this right ventricular (rv) lead, the lead was revised due to a micro dislodgement which caused under sensing and high capture thresholds. This lead remains in service. No additional adverse patient effects were reported.